Event description:
It was reported that the patient presented to the hospital for a atrioventricular node ablation procedure on (B)(6) 2021. During interrogation, it was noted that the pacemakers radio frequency (rf) telemetry could not used to program the device. It was also noted that the inductive telemetry stopped working after multiple attempts. It was observed that the telemetry issue was due large number of episodes stored on the device. Physician performed the ablation procedure by turning off the low magnet function this alleviated the connection issue. The device was reprogrammed. The patient was in stable condition.